Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that experienced a damaged battery alarm was confirmed and reproduced by baxter personnel during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. This condition was resolved onsite at the facility by a baxter field service technician by replacing the main batteries and battery harness. Additional information: this involved a colleague p1.5 infusion pump with a user interface module master software version 6.13.92. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
The device was evaluated on-site at the customer facility. Baxter's investigation is still in process. A follow-up report will be submitted when additional information becomes available. (B)(4).

Event description:
This is a report of a colleague infusion pump with a battery issue, which could have caused an interruption of delivery. It is unknown when the reported condition occurred. Patient involvement is not known. There was no patient injury or medical intervention. The software version for this device is currently not known. No additional information is available.